Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.

Event description:
The customer reported that the device "freezes" and hangs during opcheck. There was no patient involvement.